Event description:
It was reported that there was an impedance issue. Reprogramming and impedance testing were performed. Values were unknown and the cause of the impedance issue was not determined, but high impedance was found for electrodes: 4, 5, 7, and 12. No other troubleshooting or interventions were taken. Electrodes that were functioning properly were successfully programmed. There was no patient symptoms reported, the patient was alive with no injury, and was doing good and receiving effective therapy. Refer to manufacturing report #(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 37714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).